Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer shut down the station and manually released cubie pockets and trays that were not visible on the bus. Cleared debris beneath the cubie trays, recovered medications, and removed aluminium fragments from blister packaging. Rebooted the device, performed data synchronization, and confirmed that the critical override and failed icon were cleared, with both 1.1 and 1.2 half height drawers visible on the bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1 failed. Device was not detected on bus, user tried to recover and rebooted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.